Manufacturer narrative:
It was reported that a broken syringe component was found within the procedural pack. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Photos were provided for review and a syringe was observed to have its plunger broken and cracked in one photo and a missing plunger in another. No physical sample was returned for evaluation. The root cause was determined to be placement of the syringe component. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a broken syringe component was found within the procedural pack.